Event description:
Circuit melted on the inspiratory side approximately 1/2 way up the circuit. Nurse reported that the tubing was hot and that later they noticed a reddened area on the child's right inner thigh. Not sure what caused the redness.